Manufacturer narrative:
(B)(4). A carefusion technical support specialist advised the user facility biomed to reinitialize the eprom, perform a compressor flow test, and calibrate the pressure transducers to ensure the device is operating within factory specifications. The user facility biomed was advised to call back if he requires further support.

Event description:
The user facility biomed reported that on startup the device displays "device error" for a few seconds and that the device's error log notes "compressor data error".